Event description:
It was reported that the pump was being turned off because the pump was empty and had been alarming, but the patient could not afford to have it replaced. It was indicated that the last alarm date had been (B)(6) 2013. At the time of report, the pump was empty, but had last been filled with saline and, prior to that, was filled with morphine. Later that same day, it was reported that they were having trouble getting to the appropriate screen to program the pump to being off. Upon further investigation, it was discovered that the pump had sounding a critical alarm as it had reached end-of-service six days earlier. The logs showed that the pump had been shut off for 141 hours and 3 minutes and the message ¿stopped pump period may exceed tube set¿ had triggered. It was indicated that there had not been a therapy or medical problem as the pump had most recently been filled with saline and was not being used for therapy. Six days later, it was reported that the patient had been weaned off the medications in the pump as she could not afford the pump replacement. As such, there were no plans to explant the pump as she could not afford the explant.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).